Event description:
It was reported that the drill attachment malfunctioned during anterior cervical discectomy and fusion surgery, while the surgeon was working near the carotid artery the drill attachment couldn't hold the burr in place, the burr launched and almost hit the unintended tissue. Additional information received upon follow-up stating that there was delay in the procedure for 5-10 minutes, where the change of the device set was performed.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not returned. Once the device is received, evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.